Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered pulseless electrical activity (cardiac arrest) pea requiring cardiopulmonary resuscitation (CPR). It was reported that during pace mapping of an ischemic ventricular tachycardia (isvt) with retrograde access, the patient went hypotensive then went into pulseless electrical activity (pea). A code was called, and CPR was performed. There was no evidence of an effusion, and no radiofrequency (rf) was performed. The patient was stable and in the intensive care unit (ICU) at the end of business day. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to patient condition. Advanced cardiac life support (acls) was performed; code blue called. The patient outcome of the adverse event is improved. The patient did not require extended hospitalization because of the adverse event. Other relevant patient history includes patient was in ventricular tachycardia (vt) for approximately 16 hours prior to procedure. Implantable cardioverter defibrilators (ICD) shocks and external cardioversion were not successful. No ablation was performed.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).